Event description:
Additional information received that the patient was having problems with the ¿volume¿ of the implantable neurostimulator (ins) and this had been going on for some time. It was noted that when the patient ¿moved in a position¿ the stimulation cut off or went low. It was reported that this had been going on since implant and the device had been reprogrammed once. The reporter stated that the device battery had been checked and it was good. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that the patient experienced intermittent stimulation. The patient stated that the implantable neurostimulator (ins) seemed like it was stimulating and then it seemed like it stopped. The patient stated that the stimulation got ¿light¿ or ¿cut down low¿ and then would come back stronger. It was noted that this was particularly noticeable when the patient was moving. The patient was reportedly told that the tissue needed to ¿build up around everything.¿ the patient stated that he had an appointment scheduled with his health care provider on 2013 (B)(6). Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).